Event description:
The customer called to request assistance with setting the basal rates. The customer was hospitalized for low bgs. The customer's basal rates were too high. The customer was already released at the time of call.